Event description:
Rptr had two surgeries involving breast implant ruptures. The first implants were manufactured by this co; the second implants were by a 2nd co (causing severe itching, rash on side of rupture). She presently has a 3rd co's implants that are leaking and feel 'unnatural'. She has had four surgeries total. (Same rptr referred to in 1002248 and 1002249.)